Manufacturer narrative:
Concomitant medical products: eq rev locking screw (cat# 320-15-05 / serial# (B)(6)). 36mm humeral liner +0 unconstrained (cat# 320-36-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately one month post right tsa, the 63 y/o female patient had revision due to instability. This is the patient's second revision. Patient's liner was exchanged to a constrained 38mm liner and glenosphere was also exchanged to 38mm. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation due as they were disposed at hospital. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1: brand name corrected. D4: catalog number, serial number, model number UDI and expiration date unknown. G4: 510k is unknown due to specific device not being reported. H4: manufacture date is unknown. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.